Event description:
It was reported that the c-arm is moving on its own. Rebooting the system did not resolve the issue. A field engineer was dispatched to the site and cycled the lock on the c-arm. Once this was completed, the system was working as intended.